Event description:
The customer reported the system was losing images on subtraction runs. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fse stated the probable was missing runs are being written over/erased due to length of runs and number of runs per study. While the system is limited by a specific amount of data storage capacity, it is unclear if this issue may be related to a customer error. The system was tested and found to be working as intended and put back into service.